Event description:
It was reported to philips about the system crashed and automatically moved towards the parking position. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the non-emergency treatment was completed using the same system by moving the c-arc to the parking position with the tso(table side operator) joysticks. The philips field service engineer (fse) inspected the system on-site and confirmed that the c-arc intermittently stopped, but no system crash or unintended movement was observed during the event. The issue occurred intermittently and did not occur when the customer performed the movement manually. To resolve the issue, the fse adjusted the longitudinal movement of the arc to restore proper operation. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the azurion device recommend if the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Therefore, the loss of geometry movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.